Manufacturer narrative:
Batch review performed on 5 july 2019: lot 172680: (B)(4) items manufactured and released on 15 november 2017. Expiration date: 2022-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: cup mobilization occurred few days after a revision surgery in a (B)(6) year old, obese ((B)(6)) patient. This is the second acetabular loosening occurred in the same patient probably suggesting the presence of unknown conditions or comorbidities that can hinder bone on-growth and component fixation. Implant position before mobilization cannot be assessed on the basis of information provided. The reason of this event cannot be determined. Visual inspection performed by medacta hip r&d project manager: analyzing the cup, no evident signs of defects device related were found: some fibrotic and bone tissue was already present in the macrostructures, evident signs of a beginning of a correct osseo-integration. It is possible that the position of the cup or the particular conditions of the bone did not allow the correct stability of the cup in the acetabulum, but from the received information it is not possible to determine with certaninty the root cause of the event.

Event description:
Second revision surgery performed for cup loosening one week after the previous revision surgery. The cup, liner and ball head have been revised. The first revision surgery has been performed 3 years after the primary surgery due to acetabulum instability (apricot cup mobilization) and stem loosening.